Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastric ulcer repair performed on (B)(6) 2010. According to the complainant, during the procedure, they placed a clip at the target site however, the clip would not release from the catheter. The physician made a second attempt to deploy the clip off the catheter using the handle and was unsuccessful. The physician then used biopsy forceps and cut through the clip and they were able to remove the catheter. The clip remained in the patient. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastric ulcer repair performed on (B)(6) 2010. According to the complainant, during the procedure, they placed a clip at the target site however, the clip would not release from the catheter. The physician made a second attempt to deploy the clip off the catheter using the handle and was unsuccessful. The physician then used biopsy forceps and cut through the clip and they were able to remove the catheter. The clip remained in the patient. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient information is unknown. (B)(4) - the reported event of clip failing to release from the catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was not returned. In addition, the control wire was separated per design. The most probable root cause has been determined to be operational context. Based on the details of the event the complainant may have encountered anatomical/procedural factors during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.